Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2007; 419478 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient complained of palpitations and an increased heart rate. Atrial undersensing was observed. The lead remains in use. No further patient complications have been reported as a result of this event.